Event description:
It was reported that the patient was found to have broken dynamic helical hip system dhhs blade and non-union of a left transcervical femoral neck fracture on a routine post surgical office visit on (B)(6) 2013. The dhhs construct was originally implanted on (B)(6) 2013 during an open reduction internal fixation orif procedure to treat a left transcervical femoral neck fracture, displaced. The broken hardware was removed and the revision was performed during a second orif procedure on (B)(6) 2013. Stable fixation was achieved with a dhhs 135 degree, two-hole side plate and three, 6.5 mm cancellous screws. This report is for two, 4.5mm unk ¿ screws cortex. This report is 3 of 5 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development event evaluation was performed for the returned cortex screws. The two previously unknown cortex screws reported on the initial and follow up medwatch reports 2520274-2013-04947 were identified as part numbers 214.842, 4.5mm cortex screw self-tapping 42mmholes and part number 214.844, 4.5mm cortex screw self-tapping 44mm. The lot numbers for these parts were not reported or identified. No complaint was alleged against reported parts and associated mdrs have been rescinded. Brand name for the second screw is 4.5mm cortex screw self-tapping 44mm. Common device name for the second screw is ktt. Manufacturer name, city and state for second screw is synthes (USA) (B)(4). Catalog number for the second screw is 214.844. Lot numbers of both screws are unknown. Added 510(k) which is the same for both screws.

Event description:
Re-evaluation of the complaint event determined the complaint is alleged against the broken blade which resulted in the need for revision surgery and may be associated with the allegation of non-union. A complaint was not alleged against the other reported parts, therefore, the medwatch reports for the two formerly unknown 4.5mm cortex screws, now identified as part number 214.842, 4.5mm cortex screw self-tapping 42mmholes and part number 214.844, 4.5mm cortex screw self-tapping 44mm are hereby rescinded. This report is 3 of 7 for complaint (B)(4).

Manufacturer narrative:
Manufacturing evaluations were performed for the two unknown screws. The first screw is whole and intact. No part number or lot number was provided. The hex drive, head profile, cortex thread type, and 4.1mm major diameter would suggest that this may be a member of the 214.814 screw family. If so, its length of 42.44 would make this part number 214.842. The drive is in good condition, as is the top of the head. The bottom of the head is marked in two places approx. 90 degrees apart by galling. One area is larger and more affected than the other. This mark has evidence of some minor material loss as a result of the wear. All of the threads have been compressed at the major with the top of the thread being formed into a "7". All of the displaced material has been moved upwards towards the head. The flutes are in good condition. The tip has some minor rings. The second screw is also whole and intact. No part number or lot number was provided. The hex drive, head profile, cortex thread type, and 4.4mm major diameter would suggest that this may be a member of the 214.814 screw family. If so, its length of 44.46 would make this part number 214.844. The drive is in good condition, as is the top of the head. There is a small area of galling near the band with some minor material loss. Threads 5 and 6 (from the tip) have areas of small impacts at the major. These marks affect profile, but the threads are, otherwise, in good condition. The flutes are in good condition as is the tip. Due to the type and extent of damage incurred, and because no part or lot numbers were provided, a finite evaluation is not possible. This complaint is indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient/case ID# (B)(6). The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.